Event description:
Information received indicates the trendelenburg feature on the control panel wasn't working.

Manufacturer narrative:
The technician found the control panel was not working. The technician replaced the control panel to repair the bed.